Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was/was not observed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had an incorrect cap on an edta tube. No serious injury or medical intervention reported.